Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the tortuous and calcified left anterior descending (lad) artery. The physician was attempting to place the 2.5x20mm taxus drug eluting stent when the shaft fractured outside of the pt's body. The stent delivery system was removed with the procedure was successfully completed with another taxus stent. No pt complication reported.